Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the right internal iliac artery was intentionally coiled, and implanting extending into the right external iliac artery. The left limb extension was planned to land into the left common iliac artery however, it was inaccurately delivered to the external iliac artery causing unexpectedly occlusion to the left internal iliac artery. The patient remains asymptomatic at this time. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information has been received. The cause of the inaccurate delivery was that the physician misidentify the location of bifurcation at the internal iliac artery and external iliac artery and did not avoid occluding internal iliac.